Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd safetyglide¿ needle packaging was found unsealed before use. The following information was provided by the initial reporter, translated from (B)(6) to english: "when opening the packaging of 10 21g*1 1/2 in tw safetyglide needle syringes, it found that there was an unsealed phenomenon on the inner packaging and a red foreign body on the outer packaging. And there are movable foreign objects that can be removed in time after they are found."

Manufacturer narrative:
H.6. Investigation: three photos and two safetyglide needle assemblies in blister packs from batch 0008471 (p/n 305917) were received and evaluated. In the photos, a total of five needle assemblies were shown with two matching the physical samples. From the physical samples and photos, a total of two of the packages were observed to have red splice tap attached to the bottom web preventing a proper seal from forming. One package was observed to be fully sealed with no shield inside and the cannula exposed. Two packages were observed to each have a small black foreign matter particle, outside the fluid path and potentially loose in the package. The composition of the particles could not be determined based on the photos. All five of the syringes, were rejectable per the applicable product specification. Potential root cause for the open seal, foreign matter defects are associated with the packaging process. Potential root cause for the missing shield defect is associated with insufficient containment.

Event description:
It was reported that the bd safetyglide¿ needle packaging was found unsealed before use. The following information was provided by the initial reporter, translated from chinese to english: "when opening the packaging of 10 21g*1 1/2 in tw safetyglide needle syringes, it found that there was an unsealed phenomenon on the inner packaging and a red foreign body on the outer packaging. And there are movable foreign objects that can be removed in time after they are found."